Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) verified that the central control monitor (ccm) display failed to light up or display video. Replacing the single board computer (sbc) with a lab use only sbc restored functionality, determining that the sbc was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded. Per the manufacturer's subsidiary, the alternating current (ac) power was not interrupted.

Event description:
During field installation of the device, the manufacturer's subsidiary reported that the monitor display would not turn on. There was no patient involvement.